Event description:
It was reported that during an anterior resection procedure, the surgeon closed the device with the closing trigger and fired using the firing trigger. Upon inspection, there were no staples found in the specimen. However, in the rectal stump, two complete rows of staples were found. The procedure was changed from the anterior resection to an abdominal perineal resection and the patient now has a permanent colostomy. The patient is currently stable.

Manufacturer narrative:
Information anticipated, but unavailable at this time.